Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection e.1: initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples or photos for evaluation. A review of the device history record indicated a quality notification was raised for this issue. Affected product was disposed of according to procedure and lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure mode damaged/hole in product component. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the tubing of an unspecified number of devices was cracked. No adverse impact was reported regarding the patient or user.